Event description:
According to the reporter: the device was fired on the colon but no staples were placed. Less than 200ccs of blood loss was reported. Another stapler was used to staple the colon. Nothing fell into the patient cavity and patient is ok.

Manufacturer narrative:
MDR initial report submitted: 10/22/2008.